Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they didn't feel stimulation and couldn't increase stimulation, during the call it was found the ins was off. The patient turned it back on and was able to increase stimulation to a point where they felt it. They said they didn't know how the ins got turned off because the rep had taped over the ins off button because the last time they met with them in the healthcare provider's office the rep had found the patient's ins off and put tape there to prevent it from happening again. The patient confirmed that the last time they had found the ins off was because they had accidentally turned it off by pressing the off button inadvertently. Button use was reviewed. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.